Manufacturer narrative:
The customer reported "the analyzers are running hot". No allegation of patient/user harm. No allegation of incorrect results. The analyzers were returned for investigation. The returned analyzers were investigated by product support and the customer complaint could not be duplicated.

Event description:
The customer reported "the analyzers are running hot." No allegation of patient/user harm. No allegation of incorrect results.